Manufacturer narrative:
(B)(4) this report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: the journal of arthroscopic and related surgery. 2010; 26(5): pp 630-6 doi: 10.1016/j.arthro.2009.09.006. (B)(4).

Event description:
It was reported via journal article: "title: outcome of arthroscopic single-bundle versus double-bundle reconstruction of the anterior cruciate ligament: a preliminary 2-year prospective study" authors: se-jin park, m.d.; young-bok jung, m.d.; hwa-jae jung, m.d.; ho-joong jung, m.d.; hun kyu shin, m.d.; eugene kim, m.d.; kwang-sup song, m.d.; gwang-sin kim, m.d.; hye-young cheon, p.a.; seonwoo kim, ph.d. Citation: the journal of arthroscopic and related surgery. 2010; 26(5): pp 630-6 doi: 10.1016/j.arthro.2009.09.006. The purpose of this study was to compare the clinical results of arthroscopic single-bundle and double-bundle anterior cruciate ligament (acl) reconstruction. The authors designed a prospective study that included 113 patients with an isolated acl injury from april 2004 to february 2007. Of the 113 patients, 50 patients comprised the single-bundle reconstruction group (group s; 34 male and 16 female patients; age range: 16 to 54 years old) and 63 patients comprised the double-bundle reconstruction group (group d; 48 male and 15 female patients; age range: 17 to 57 years old). During the surgical procedure in group d, ethibond 5-0 (ethicon) was used at the end of each tendon for suturing of each graft was connected to the measuring device to determine the tension level; the measuring device was pulled with a 10- to 15-lb force as the knee joint underwent cyclic loading at 0° to 90° for 20 cycles. In group d, reported complications included superficial or intra-articular bacterial infections (n-2) which were treated with arthroscopic debridement and irrigation and healed without further complications and infection (n-1) which required arthroscopic debridement and irrigation 3 times and had revision acl surgery at another hospital 2 years after the index operation. The authors found that double-bundle reconstruction of the acl using 2 tibial tunnels and 2 femoral tunnels showed no differences in stability results or any other clinical aspects or in terms of patient satisfaction. So the study does not support the hypothesis that double-bundle acl reconstruction would be advantageous in restoring anterior and rotational stability, as well as providing better objective clinical results, compared with single-bundle reconstruction.